Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia repair surgery on (B)(6) 2014 and mesh was implanted. Additional information was provided that the patient underwent explant surgery on (B)(6) 2017 where the surgeon noted ¿that the patch had migrated cephalad and to the right upper quadrant, away from its original position, exposing the umbilical region. The inferior edge of the patch was at the superior edge of the umbilical defect.¿ it was reported that the patient experienced severe pain, diarrhea, inflammation and extreme weight loss. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 06/18/2019. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.